Event description:
It was reported that insulin squirted out during the manual prime. The piston continued to move forward after the reservoir contact and no numbers appeared on the screen. The insulin pump was not bumped, dropped or exposed to moisture. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.